Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Good afternoon, last week, a patient came to our pharmacy with a long-standing complaint about the bd micro-fine ultra 4 mm 32g easy flow needles. The patient uses these needles with the tresiba pens, but this often goes wrong. The needles seem to get blocked inside the syringe (either the needle gets clogged or deformed), and then the patient does not know whether insulin has been injected or not. This leads to under- or overdosing. I would like to hear if this complaint has been reported more frequently and what can be done about it. Kind regards.